Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection it was noted that the adhesive of the objective lens was peeled. Evaluation is ongoing. Supplemental report(s) will be filed as any information becomes available.

Event description:
The customer returned the device for an operating part issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the adhesive of the objective lens was peeled. This medwatch is being submitted for the reportable issue of peeled adhesive of the objective lens noted during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. Correction to d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused due to stress used, external factors, or handling. Olympus will continue to monitor field performance for this device.